Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. It was also reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was in 297 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.